Event description:
It was reported the patient is not receiving effective therapy due to high impedances on both leads. Surgical intervention was undertaken wherein both leads were replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.